Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of whitish foreign material adhering around the c-cover and inside auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The scope was reprocessed as per the user manual before being sent to olympus for repair. The customer did not provide the specific steps taken during reprocessing. The device was returned to olympus for evaluation. In addition to the findings in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the following: air/water cylinder had no color. The scope cylinder had no color. Due to a cut on the heat shrinking tube of the forceps elevator lever, the expected insulation capacity could not be obtained. The plug unit had a scratch. The scope connector cover unit had corrosion due to water leakage. - due to the burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. Due to a scratch on the objective lens, the image had a partially dark area. Due to damage on charged coupled device unit, the image had white dots. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The plastic distal end cover had a dent. The objective lens had a crack. The light guide lens had a crack. The bending tube was deformed. The adhesive on the bending section cover had a crack. The connecting tube was snaking. The connecting tube had a coating peeling. The connecting tube had a scratch. Due to the clogging of the jet tube in the control unit, water could not be supplied. The universal cord had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope objective lens defect. The issue was found during preparation for use in a diagnostic colonoscopy, which was completed using a similar device without impact on the procedure. The device was returned for evaluation. During the device evaluation, a whitish material was found inside the jet tube and around the plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.